Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the battery oscillator device was not working as usual and was making an unusual noise. It was reported that there was a delay in the procedure due to the event; however the length of delay was not reported. There was an unspecified spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working as usual, and making an unusual noise was confirmed. An assessment was performed on the device which found that the unit emitted an unusual noise during testing, and the straining ring became loose from the oscillating head after testing. During repair it was observed that the oscillating head was broken and the contacts on the electric control unit (ecu) were worn. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.